Manufacturer narrative:
Device is expected back for evaluation but has not yet been received.

Event description:
Reported that the device appears to have a defective one way valve where the stylet attaches to the y connector on the green stopcock of the ep catheter.